Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an automobile accident. The customer was the driver. The official cause of death was stated to be blunt force trauma to head. The caller stated that the customer's boyfriend was also in the car at the time of the incident. The customer told her boyfriend that she was sleepy but did not know what her blood glucose was. Then, the customer lost control of the vehicle. The caller stated that the medical examiner stated that low blood glucose was not part of the cause of the accident. The customer had kidney disease. The customer was wearing the insulin pump at the time of death. The caller stated that the insulin pump was destroyed in accident so it was thrown away. The caller did not know if the customer used sensors or not. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.